Event description:
Customer reported the interconnect cable will not plug into the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed foreign material from the connector jack. System operates as intended.